Event description:
The ICD lead shows noise on the electrogram causing vf detections and 20 shocks. An insulation break on the right ventricular ICD lead is suspected. After 20 shocks were delivered the device was reporting eos. After the shocks, no pacing is seen. The device and lead will be explanted. On (B)(6)2010 - this lead was capped on (B)(6)2010.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.